Event description:
A valve in valve mitral case take place. A 23mm sapien 3 ultra resilia valve was successfully implanted within a failed mosaic 25mm surgical heart valve without issue. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".